Manufacturer narrative:
It was reported from a literature review of the paper: 'cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty' from author jonathan a. Gabor et al. That two patients experienced infection. In one case was treated with an irrigation and debridement due to continued wound drainage and no further return to the operating room. The other patient underwent a 2 stage exchange for a periprostheric joint infection 10 months after revision. He affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
Scientific publication. Author: jonathan a. Gabor et al. "Cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty". There are a total of 38 patients who received, between may 2016-june 2018, polarcup (insert) cemented into a redapt acetabular component that were included in this study. It was reported that 2 patients experienced infection. In one case was treated with an irrigation and debridement due to continued wound drainage and no further return to the operating room. The other patient underwent a 2 stage exchange for a periprosthetic joint infection 10 months after revision.